Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3259 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported, "the patient with malignant esophagus and mediastinal lymph node metastasis was admitted to our department on ¿(B)(6) 2020. For chemotherapy, PICC catheterization was performed under ultrasound guidance at 10:00 on (B)(6) 2020, and the central venous catheter kit and the accessories are intact and undamaged. Chemotherapy is performed after the tube is inserted. On (B)(6) 2020 8:30 the heparin cap was found to be cracked during the shift check at the bedside, causing blood reflux in the catheter and leakage of the liquid medicine. It cannot be used again. Standard disinfection immediately replace the heparin cap and continue the infusion therapy for the patient."